Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of inoperative ?open? Button on the channel a keypad was confirmed during product evaluation. The root cause was assigned to fluid intrusion in the pump. The keypad on channel a was replaced in order to correct this condition. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number.

Event description:
It was reported to baxter (B)(4) that a colleague triple channel infusion pump experienced an inoperative open button on the channel a keypad. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This involved a colleague p1.5 infusion pump with user interface module master software version 5.48.92.

Manufacturer narrative:
(B)(4).per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.